Manufacturer narrative:
The device was manufactured from february 12, 2020 - february 13, 2020. The actual device was received for evaluation with a connector attached to the infusor's flow restrictor. The connector is a non-baxter product. A visual inspection was performed using the naked eye found cracks located on the connector. No evidence of physical abnormality was observed from the infusor. Functional testing was performed by filling the device with green colored water. After fill, the device was monitored, and a leak was observed coming from the cracks area of the connector. There were no leaks noted to the actual infusor. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume infusor leaked from an unknown location during an unspecified patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.